Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. Upon interrogation, the right ventricular lead exhibited increased capture thresholds. All other measurements were stable. The device was reprogrammed. Patient was stable.